Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension exl w/lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the film height and replaced the photometer source lamp. A system check was run and passed and quality controls resulted within range. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The sample resulted as expected on the same instrument prior to service. This instrument is performing according to specifications. No further evaluation of the device is required.